Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) channel of the device. Provocative testing was performed and the lead noise was reproduced. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.